Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested from the customer and none provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4).

Event description:
Laproscopic cholecystectomy - "dr was inserting trocar and trocar bent."patient status unknown.